Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis and failure to advance the knot could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure and the treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional 2 proglides are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an impella interventional procedure. The sutures of two proglide devices were successfully pre-placed in the rcfa and one in the lcfa via 6f sheath. The sheath was upsized to a 14f in the rcfa and the impella procedure was completed. Reportedly, the sutures of the devices in the rcfa and lcfa did not achieve hemostasis. The operator advanced the knot and applied tension to the blue rail. Both blue rail and white non-rail were loaded on the cutter applying tension before cutting. The sutures were locked but bleeding persisted in the rcfa. The bleeding was more than ooze bleeding. Hemostasis was achieved with manual compression both in the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.